Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The excessive no delivery alarms could not be verified or the unexpected low battery alarms tested due to the button keypad anomaly. The device was also received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm due to the reservoir being empty. The customer stated that none of the buttons were responding and she was unable to clear the alarm. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.